Event description:
It was reported that, while in use on a patient the screen on a 980 ventilator froze. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and was not able to duplicate the reported issue. As a precautionary measure, the se reseated the graphic user interface (gui), breath delivery (bd) printed circuit board (pcb), and the gui cable. The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
Product analysis: an exhalation valve flow sensor (evq) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned co mponent was performed and the thermistor on the evq was found to be damaged. An investigation was performed and the product analysis technician reported that the reported issue was verified and isolated to the damaged thermistor; this can occurred when a finger is inadvertently inserted into the center port of the exhalation flow sensor assembly when attempting to reseat the assembly. The pb980 series ventilator operators manual gives instruction on replacing / reseating the flow sensor assembly. The root cause customer mishandling. If information is provided in the future, a supplemental report will be issued.